Event description:
A piece of the rim impactor tip broke off during use intra-operatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Discarded.

Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: not performed as not relevant to the investigation. Device history review: not performed, the device was not properly identified. Complaint history review: not performed, the device was not properly identified. Conclusions: this event is currently under investigation in CAPA.

Event description:
A piece of the rim impactor tip broke off during use intra-operatively.